Event description:
A customer reported that during cataract surgery, the console ejected the cassette and a system message was displayed. They reloaded the console and a different system message was displayed. The console was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, system messages "fms interface failure: invalid fms ID" and "excessive ambient light - unable to calibrate ID sensors" were verified in the system's event log. The company representative replaced the cassette ID pcb (printed circuit board) and the fluidics controller pcb for diagnostic purposes. The replaced pcbs are returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).